Manufacturer narrative:
The investigation conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs) confirmed that the errors reported were related to axis-7 on the mtmr and replaced the mtmr. The mtmr was returned to isi for failure analysis investigation and the reported system errors were replicated. It was found that the contacts on axis-7 motor had some oxidation. The axis-7 motor was replaced and the esmy was replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted partial nephrectomy procedure, the system was displaying multiple non-recoverable errors related to the master tool manipulator right (mtmr) gimbal embedded serializer master yaw (esmy). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The site contacted an intuitive surgical inc. (Isi) technical support engineer (tse) for assistance, the tse was able to assist the surgical staff to recover the system errors by power cycling the system, however upon start up the system errors continued to occur. The patient was in the operating room, under anesthesia and the ports were placed when the surgeon decided to complete the procedure using traditional open surgical techniques. There was no patient harm, adverse outcome or injury reported.